Manufacturer narrative:
The reported event of loss of capture was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2021. During examination of lead, it was noted that the right ventricular (rv) lead was not capturing. The physician does not know the reason for this loss of capture. The rv lead was explanted and replaced with a new lead which had normal capture threshold values on (B)(6) 2021. The patient was in stable condition.